Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a breast biopsy procedure. The tip sheared upon deployment. Had to use forceps to go into the breast and remove the sheared tip. Marker was deployed and no other device was required.